Event description:
Additional information received from the manufacturer¿s representative (rep) reported the cause of the issue wasn¿t determined or resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a normal implantable neurostimulator replacement to percept rc, a "configuration not verified" message a appeared on the clinician programmer. Additionally, a connectivity test failed. The impedance was within the range of 800-900 ohms, and a pocket adaptor was present. Attempts to resolve the issue by swapping the leads configuration and deleting and re-entering the lead configuration did not clear the message. The patient was reported to be leaving to post-op. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.